Event description:
The sales rep called while at the account to advise of a sub-acute thrombosis (sat) event. This patient was admitted on a weekend with a myocardial infarction (mi), stented on monday, discharged on tuesday and returned tuesday night with chest pain, (+) cardiac enzymes and emergent cath noted sat. Treated with angioplasty (poba) and bare metal stent (bms) placement.